Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced infection at abutment site and subsequently was treated with oral and topical antibiotics (date and duration not reported). The implanted device remains.